Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The device evaluation was completed by olympus europa se & co. Kg (oekg) and documented in the initial MDR 8010047-2020-09444. Oekg confirmed the issue was caused by a faulty camera cable. A review of the device history record was performed and there were no issues identified that could have caused or contributed to the reported issue. Although the root cause could not definitively be identified, based on the results of the legal manufacturer¿s investigation, it is likely the image was not displayed due to communication failure because an unexpected stress was applied to the cable by the user¿s handling and the cable was broken. The device¿s instructions for use (IFU) provides instructions for proper handling: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.¿.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for an unspecified therapeutic procedure using the subject device at the user facility, it was found that the image of the subject device was not displayed. The user facility replaced the subject device with a similar device to complete the procedure. Olympus europa (B)(4) checked the subject device and found that the reported phenomenon was duplicated and there are some signs of corrosion to the connection pins on the camera paddle. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.